Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center an issue related to the flow sensor assembly, blower motor and sensor board were observed. Contamination was observed in the flow sensor assembly and blower motor.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center an issue related to the flow sensor assembly, blower motor and sensor board were observed. Contamination was observed in the flow sensor assembly and blower motor. The coding has been updated to reflect the fsn for sound abatement foam degradation.